Event description:
Haemonetics received a complaint on (B)(6) 2012 for the cell saver elite device. The complaint description states "bad smell when switch on the pump. (Fat burned on the filter of the vacuum pump, the tubing and the electronic control board)." There was no pt or operator injury due to this event. There is potential harm from electrical shock or fire, therefore this report is being filed.

Manufacturer narrative:
The device was evaluated by field service engineer. The filter was replaced due to damage only. No malfunction of the device could be confirmed. It is suspected that the operator incorrectly used the vacuum line which resulted in fat and other liquids from the surgical site to spill onto the electrical components. (B)(4).